Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2015, the lay-user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultramini meter was reading inaccurately low when testing with control solution. The complaint was classified based on additional information obtained by the medical surveillance specialist (mss) after reviewing the call recording, since the patient was unable to be reached by phone for additional information. The patient reported that the alleged inaccuracy control issue began on (B)(6) 2015 at 3:30pm. The patient claimed she performed a quality control test and obtained a control solution result of 85 mg/dl which fell below the accepted range of "114.0 and 151.0 mg/dl" as printed on the test strip vial. The patient stated that she does not suffer from diabetes however, is required to monitor her blood glucose as a result of surgery. The patient claimed she continued to follow her usual blood glucose management routine as a result of the alleged issue. During the call, the patient claimed that on (B)(6) 2015 around 1:00pm she developed symptoms because, her blood sugar was low. The patient reportedly tested her blood glucose with the subject meter at the onset of the symptoms and obtained a result of 25 mg/dl. In response to the low reading, the patient claimed she panicked and contacted emergency medical services (ems) for assistance. Whilst waiting for ems to arrive, the patient claimed she treated herself with glucose tablets. The patient reported that a blood glucose test was performed on the ems device on their arrival and a result of 114 mg/dl was obtained. The patient denied receiving medical treatment. During troubleshooting, the customer service representative (csr) confirmed that the unit of measure was set correctly on the subject meter. The csr noted that the correct control solution was being used and that the correct testing process was being followed. The csr walked the patient through a control solution test and the result fell outside the specified control solution range. Replacement products were sent to the patient. This complaint is being reported because, the patient reportedly developed signs/symptoms suggestive of severe hypoglycemia after obtaining an alleged inaccurate low control solution result with the subject meter. The alleged meter issue could not be ruled out as a cause or contributor to the event.

Manufacturer narrative:
Follow-up #4: the retain test strips have been further evaluated by lifescan product analysis with the following findings: although it was previously reported that the retain test strips failed performance testing with blood, the evaluation has concluded that the retain test strips passed all testing with no faults found. In addition, a device history record review was also performed on the subject meter lot. The review did not identify anything that could adversely impact product performance or function. If lifescan obtains additional information regarding this complaint, a follow-up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
The test strips involved with this complaint failed testing. The test strips were found to have results below range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 1: the lay user/patients test strips have been returned and evaluated by lifescan product analysis with the following findings: the test strips failed testing. The reported issue was confirmed. Product analysis also performed a retain test. The retain test strips failed performance testing with blood. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 5: the lay user/patients control solution has been returned and evaluated by lifescan product analysis with the following findings: the control solution passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Follow-up # 3 device evaluation: the lay user/patients meter has been returned and further evaluated by lifescan product analysis with the following findings: the meter passed all testing with no faults found. The reported issue could not be confirmed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.